Event description:
It was reported by the emergency room hcp that a patient was experiencing a suspected drug overdose. The hcp planned to turn off the pump. A follow-up report will be sent if additional information becomes available.